Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a demo extension. The demonstration product extension coating was partially peeled off when the extension cable was attached to the carrier. Carrier design being too tight was listed as a contributing factor. No troubleshooting or interventions were done as this was a demo product, not used in patient. The issue was resolved.